Manufacturer narrative:
The lot number for the device has been provided. A review of the device history record is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that the catheter shaft of the pta balloon detached in the pt. The device was being used as a crossing catheter through heavily calcified focal lesions in the peroneal artery when it got caught on plaque. As the device was being retracted, the catheter detached but remained on the wire and was fully removed from the pt without add'l intervention. Another manufactures device was used to complete the procedure. There was no reported pt injury.